Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Evaluation summary: post market vigilance (pmv) led, an evaluation of received one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was cut on the instrument. The envelope seal was intact. The device failed an air leak test. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a low anterior resection, the air leaked from the seal. New one was opened to correct the problem. Last patient's status is good. There was no damage to the seal.